Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the thrombus requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. During removal of the clip delivery system (cds), thrombus was observed on the steerable guide catheter (sgc). The cds was removed under aspiration and after removal, the thrombus was aspirated into the sgc. The sgc was removed and the decision was made to abort the procedure as the mr was reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.